Event description:
Surgeon reports that a haptic became loose during insertion of the intraocular lens (iol). Enlargement of the incision was required to accommodate iol removal and replacement (MFR report #1119421-2003-00203). During placement of the second iol, a haptic became loose while the surgeon was turning the iol. A third iol with a different diopter was implanted. The pt has had an unexpected postoperative refraction of 3.00 (myopia). The surgeon feels this outcome is the result of the loose haptics. He will try to correct the myopia when he operates on the pt's other eye. Additional info has been requested.